Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 84-year-old male patient, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation results: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads were received without their original pouch or styrene booklet, and they were mated together. The pads had crease marks and there were strands of hair attached, showing evidence that they were applied to the patient's skin. Communication with the customer indicated the patient did not receive any skin preparation. The gel on the front and back pads appeared to be placed properly over the tin, with no gel rolling observed. This is not necessarily a malfunction and can occur due to multiple factors including, but not limited to, electrode application, location, skin preparation, and patient condition. It's noteworthy to mention; the instructions for use (IFU) for the one-step complete electrodes provide instructions for proper skin preparation and advises the operator to ensure skin is clean and dry under the electrode. Remove any debris, ointments, skin preps, etc. With water (and mild soap if needed). Wipe off excess moisture/diaphoresis with dry cloth. No trend is associated with reports of this type.